Manufacturer narrative:
This lead will not be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that this electrode exhibited an inappropriate shock. An x-ray confirmed that the inappropriate shock was attributed to noise/oversensing by the tilt of the lead tip. The physician concluded that the lead had dislodged. A revison took place and a new lead was positioned successfully. This lead will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to provide the patient identifier and the evaluation conclusion code.

Event description:
It was reported that this electrode exhibited an inappropriate shock. An x-ray confirmed that the inappropriate shock was attributed to noise/oversensing by the tilt of the lead tip. The physician concluded that the lead had dislodged. A revision took place and a new lead was positioned successfully. This lead will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited an inappropriate shock. An x-ray confirmed that the inappropriate shock was attributed to noise/oversensing by the tilt of the lead tip. The physician concluded that the lead had dislodged. A revison took place and a new lead was positioned successfully. This lead will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the event date and initial reporter facility name.